Event description:
While deployment of a 2.5 x 23mm cypher was conducted at a target lesion, it was noticed that the balloon inflation pressure did not increase during the inflation attempt. After the procedure, the physician observed leakage of the contrast medium just proximal to the guide-wire exit port. There was no reported pt injury. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
The target lesion was proximal/mid/distal left circumflex artery. The lesion was de novo. The vessel was slightly calcified and moderately tortuous. Aha/acc vessel type is a b. There was 75% stenotic lesion. Pre-dilation with a sprinter 2.25 x 20mm balloon was conducted and then 2.5 x 23mm cypher was delivered to the target lesion and partially inflated. The balloon inflation pressure could not increase. Coronary angiography was then conducted and confirmed the stent had already become expanded somewhat within the target lesion. Therefore, the physician post-dilated the deployed stent with a 2.5 x 15mm avirion balloon at high pressure (atm pressure unk). Ivus was conducted and confirmed the stent was fully expanded with the vessel. The procedure was not extended and finished on time. Additional info will be submitted 30 days upon receipt. Please note that this device (cjs23250/lot no. I0706058) is distributed outside the united states; however, it is similar to the united states distributed product cxs23250.